Event description:
It was reported to boston scientific corporation that a spaceoar vue device implanted during a spaceoar vue implant procedure on (B)(6) 2023. Fiducial markets were placed transperineally prior to the procedure. The procedure was performed under general anesthesia. It was reported that when the physician injected the hydrogel it "came out" of the rectum as a liquid substance when they removed the ultrasound probe. The physician then placed a second spaceoar vue in the correct location. No patient complications occurred. The patient is to receive external beam radiation treatment; however, it was not known if the patient had yet received their treatment. The patient's current condition is unknown.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6. Device code a1502 captures the reportable event of gel misplacement non-vascular.